Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. The archive had 2 computed tomography (CT) exams, no plan data was observed, registration was performed using touch and trace type of registration with an error metric of 1.2 millimeters (mm). Logs available did not contain issue date logs. Codes: b01, c19, d15 h2) please see section d9 for when the archives were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was experiencing an alleged inaccuracy while in surgery. The site was using the side emitter for the case. During registration, the model was missing the tip of the nose and the site got 1.5 registration accuracy. Green circles encompassed the eyes, but did not reach to back of sphenoid. After registering, the site was happy with the registration accuracy when verifying on external landmarks but saw 5 mm inaccuracy when in the sinuses. They saw 5 mm lateral inaccuracy when moving towards the eyes and 5 mm inferior inaccuracy when moving towards the skull base. She site re-registered with no change. The site confirmed that there was no additional metal in the field and that instruments verified. The site saw inaccuracy with multiple suctions.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0 h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.